Event description:
The device was used by facility paramedics to administer defibrillator therapy to a pt 5 times in succession. Some time later during the code, the pacer reportedly would intermittently shut off while administering pacing therapy to the pt. Pacing was reinitiated each time. The pt was not resuscitated, but the reporter indicated pt outcome was not effected by the event, due to continued use of the device.